Manufacturer narrative:
A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: flow-I, corrected brand name: flow-I c20. D4 ¿ version or model # - previous version or model #: flow-I c30, corrected version or model #: 6677200. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). H4 ¿ manufacture date - previous manufacturing date #: 2016-05-24, corrected manufacturing date #: 2016-05-09.

Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was not reproduced during troubleshooting. According to provided information, the device was checked and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The evaluation of provided device's logs shows that a successful system checkout was performed on 15th november. The alarms for airway pressure high have been noticed. The following alarms have been generated, which could indicate a leakage situation: expiratory minute volume: low, respiratory rate: low, respiratory rate: high and leakage. During inspection, the leakage was checked and it passed successfully. There is no indication of any parts replacement related to generated alarm and occurred leakage. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
The received device logs from the anesthesia system show that alarms for high airway pressure had been generated. There was no patient harm. Manufacturer's reference number: (B)(4).